Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas1354 showed three other similar product complaint(s) from this lot number. All complaints for this lot number (reas1354) have been reported from the same (B)(6) facility.

Event description:
It was reported by nurse that there were burrs on the tail end of the guidewire. No patient injury reported. No other event information provided at this time. This report relates to guidewire three.